Event description:
It was reported that after successful coronary stent deployment, the balloon would not deflate. A 50cc syringe was used to apply negative pressure and the balloon partially deflated. The entire system was removed without incident. No pt injury or complications occurred.